Manufacturer narrative:
The suspect datasette iab was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the datasette and no visual damage was observed. The senior repair technician then installed the datasette assembly into the cs100 test fixture and tested to factory specifications per the cs100 service manual. The nrc could not verify the failure "pump failed to power up". The datasette passed testing and was returned to production and returned to stock.

Event description:
It was reported that during a field action performed by a getinge authorized distributor the cs100 intra-aortic balloon pump (iabp) failed to power up when the new datasettes were introduced. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. (B)(6). The getinge authorized distributor who found the issue installed another set of datasettes and the iabp started up.

Event description:
It was reported that during a field action performed by a getinge authorized distributor the cs100 intra-aortic balloon pump (iabp) failed to power up when the new datasettes were introduced. There was no patient involvement and no adverse event was reported.